Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd (battery depletion) error during a capacitor reformation, and emitted beep tones. The bd alert indicates a possible premature battery depletion. A data discrepancy with the date and time was observed in addition. A request was made to have data from this device analyzed. Data analysis confirmed the bd alert was due to magnet application within this patients environment. Ts noted this s-ICD battery has restored to prior normal performance as expected and as long as this patient avoids the magnet application, the battery should continue to perform normally however the overall impact to the battery longevity will not be fully characterized until another few years from now. Ts recommend bringing this patient into clinic and interrogating the device to reset the condition and stop the beeping as this has the potential to impact longevity over time. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.